Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and compromised force sensor system. Pressing the esc and act button did not clear the alarms. Customer's blood glucose level was 234 mg/dl. Customer had to discontinue use of the device and revert to a backup plan of insulin shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test and a compromised force sensor system error alarm during prime test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.